Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: 1st sampling date: (B)(6) 2023 sampling from: tip cfu:1cfu bacterial identification:pseudomonas alcaligenes. 2nd sampling date: (B)(6) 2023 sampling from: forceps channel cfu:3cfu bacterial identification:bacillaceae champignons filamenteux. Sampling from: suction channel cfu:1cfu bacterial identification:filamentous fungi. Sampling from: aw channel cfu:2cfu bacterial identification:micrococcaceae. Sampling from: tip cfu:1cfu bacterial identification:filamentous fungi. Olympus provided the following result of the culture test, performed at the third-party labs after repair: sampling date: (B)(6) 2024 sampling from: forceps channel, suction channel, aw channel cfu:<1cfu bacterial identification:n/a. Sampling from: tip cfu:4cfu bacterial identification:bacillaceae. The customer provided a cleaning disinfection and sanitization (cds) checklist for endoscopes but no information was provided on the relevant culture result at the customer site. The device was evaluated and the observed device damage could have been the reason for the remaining bacteria, however, the cds checklist was unclear as to whether reprocessing contributed to the bacteria. The microorganisms found in the olympus culture results were primarily environmental contaminants, which could have been introduced while sampling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing and confirmed by olympus culture testing after reprocessing in accordance with the instructions for use (IFU) before repair and after repair. Based on the microorganisms found in the olympus culture results, it is likely that the issue was the result of environmental contaminants, since olympus found primarily environmental contaminants, which could have been introduced during sampling, however, it is also a possible that the issue was the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels and distal end of the scope were cultured. The channels were positive for less than 1 cfu of revivable microorganisms. The distal end was positive for 1 cfu of pseudomonas alcaligenes, tor a total of 1 cfu for the scope. Additional testing is pending. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope tested positive for greater than 100 colony forming units (cfus) of aerobic microorganisms. The distal end and channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.